Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 500 mg/dl. The customer just kept taking insulin and drank milk got it down to 443 mg/dl and it wouldn't go any further. The customer was treated with pump. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was unknown mg/dl. The customer was treated with blood pressure meds and IV drip one unit every hour. The customer was released from the hospital. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer was unable to describe the possible damage to the drive support cap. Customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan.

Manufacturer narrative:
The pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was found slightly loose. The pump also had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, minor scratches on the lcd window, and a rattling vibration due to the vibrator motor adhesive not adhering.